Event description:
The customer reported via phone call that he had a battery out limit alarm. Customer was requesting assistance with obtaining the bolus wizard settings from a previous pump that malfunctioned. Customer's blood glucose was 161 mg/dl at the time of the incident. Customer stated that the batteries were out of the pump greater than the duration allowed by the pump. It was explained that this is normal pump behavior. Customer was assisted with clearing the battery out limit alarm. Customer stated that the pump was replaced for a compromised force sensor system alarm. Customer stated that the pump just had a compromised force sensor system alarm. Customer was advised to contact their health care professional to obtain the settings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.